Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose because infusion set was not working. The customer¿s blood glucose level was 428 mg/dl and 420 mg/dl. Customer said that there were blood on the cannula. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer declined troubleshooting for high blood glucose. The device will not be returned for analysis.